Event description:
The manufacturer received information alleging a ventilator's lcd screen was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's backlight cable was reattached to address the issue. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.